Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal eri generator change externalized conductors were discovered with fluoroscopy. The patient was asymptomatic. The lead was attached to the new device. The patient was in good stable condition post procedure.